Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump modules were observed and noted very slight corrosion on the left iui connector. This was observed by bd representatives during their site visit. There was no patient involvement.

Event description:
It was reported that pump modules were observed and noted very slight corrosion on the left iui connector. This was observed by bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of ¿discolored male iui and stripped screws¿ can¿t be confirmed. Inspection and laboratory testing could not be performed because the device was not returned for investigation. The logs couldn¿t be downloaded as the devices were not returned for investigation. According to the bd alaris¿ system with guardrails¿ user manual v12.1: ¿to ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair.¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported ¿corrosion on the left iui connector¿ was not identified. Inspection and laboratory testing of the device could not be performed because they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.